Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.